Manufacturer narrative:
Date of event: the event occurred on an unknown date in september 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during peritoneal dialysis (pd) therapy, the titanium adapter disconnected from the minicap transfer set. Subsequently, the patient developed peritonitis. The cause of the disconnection was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. The titanium adapter was replaced; however, it was not reported if the transfer set was changed. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued, and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.